Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement less than 200 ohms and high, oor shocking lead impedance measurement greater than 125 ohms. Boston scientific technical services (ts) reviewed pace and shock impedance trend and noted oor reading for both impedances then went back to normal range. Further, no noise was observed on electrogram (egm). At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains in service.